Manufacturer narrative:
On april 22, 2024, mentor received additional information regarding the patient's experience and date of device explantation. It was reported that the patient had the breast prosthesis removed due to breast implant illness. The date of explantation surgery was on (B)(6) 2024. On april 29, 2024, mentor received additional information from the patient. The patient mentioned that she had fallen on (B)(6) 2023 and her "her entire insides were shaken up pretty bad". Three days later, her symptoms appeared. The patient mentioned having hives all over and extreme itchiness including angioedema. The patient mentioned going to the emergency room. The patient then mentioned that on (B)(6) 2023, there was swelling on the left side of the face and feeling puffy with a slight headache. In addition, the patient mentioned experiencing swelling on the eyes and lips and hives on the belly and back and having blurry vision. The patient had an MRI on (B)(6) 2024 due to concern of ruptured breast prostheses; the patient also mentioned a burning sensation. It was determined that the breast prosthesis were not ruptured. Coding in section h has been updated to reflect this additional information. H6 health effect - clinical code e2402: generalized illness. Reason for device explant and/or reoperation: generalized illness. The patient's generalized illness symptoms include breast implant illness, hives, swollen eyes, itchiness, angioedema, headache, blurry vision, and autoimmune issues. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 57-year-old hispanic female patient underwent a primary breast augmentation with two 380cc mentor smooth round high profile saline breast prostheses and experienced bilateral deflations post-operatively. The patient reported the cause of the deflations being a fall. The patient reported hives on the palms, eyes swollen, and being itchy all over. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).